Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number 070018000-2021-8001.

Event description:
It was reported that a spectrum iq pump had an under infusion. A patient was scheduled to received amphotericin (dose, programmed amount and delivery rate unknown). When time to take down medication there was approximately 250 cc noted in the bag and not infiltrated with positive blood return. The rate was increased per medical doctor (md) and pharmacist recommendation, clicks heard but no drop of fluid from bag into tubing changer noted. Pump was swapped out with better result. Heparin was also being infused at 19.3ml/hour continuous. The event happened during patient use at the heart and vascular inpatient unit. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.